Event description:
It was reported that the patient experienced infection at both the ipg and lead sites. Surgical intervention was undertaken on an unknown date wherein the system was explanted. The patient was prescribed oral antibiotics, and the infection has since resolved.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.